Event description:
It was reported that device entrapment occurred. The 80% in-stent restenosis (isr) target lesion was located in the mildly tortuous and mildly calcified in the mid left anterior descending artery (lad). A 3.50 x 12mm agent dcb balloon was selected for use. During the procedure, after tracking through the non-boston scientific (non-bsc) 6f guide catheter up to the primary curve, the agent balloon would not advance and appeared to be stuck on the non-bsc wire. After multiple attempts to withdraw, both the wire and the agent balloon were removed successfully. The procedure was completed using another agent balloon. No patient complications were reported.

Manufacturer narrative:
H6: evaluation conclusion code: corrected.

Event description:
It was reported that balloon catheter froze on wire. The 80% in-stent restenosis (isr) target lesion was located in the mildly tortuous and mildly calcified in the mid left anterior descending artery (lad). A 3.50 x 12mm agent dcb balloon was selected for procedure. During procedure, after tracking through the non-boston scientific 6f guide catheter up to the primary curve, agent balloon would not advance and appeared to be stuck on the non-boston scientific wire. After multiple attempts to withdraw, both the wire and the agent balloon were removed from body successfully. Procedure was completed successfully using another agent balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent us mr 3.50 x 12 mm balloon catheter, catheter batch 02032h24. Visual, tactile, and microscopic analysis were conducted on the device, and no issues were identified during the returned product analysis. A wire insertion test was performed, and the device could be loaded and tracked over a 0.014' guidewire without issue.

Event description:
It was reported that balloon catheter froze on wire. The 80% in-stent restenosis (isr) target lesion was located in the mildly tortuous and mildly calcified in the mid left anterior descending artery (lad). A 3.50 x 12 mm agent dcb balloon was selected for procedure. During procedure, after tracking through the non-boston scientific 6f guide catheter up to the primary curve, agent balloon would not advance and appeared to be stuck on the non-boston scientific wire. After multiple attempts to withdraw, both the wire and the agent balloon were removed from body successfully. Procedure was completed successfully using another agent balloon. No patient complications were reported.